Event description:
It was reported that on (B)(6) 2011, the patient underwent a stenting procedure with placement of a 3.5 x 18 mm xience v stent in the proximal circumflex artery. On (B)(6) 2014, the patient was re-hospitalized with in-stent restenosis in the xience v stent. Percutaneous coronary intervention was performed and the patient condition resolved on (B)(6) 2014. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the stent remains in the patient. The reported patient effect of restenosis, as listed in the xience v everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with the used of the device. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no indication of a product deficiency.